Event description:
It was reported that there was oversensing and undersensing noted in the atrial lead. It was further reported that the patient's intrinsic conduction would conduct to the right ventricular before the device was programmed to pace. The device was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.